Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 2000. Pt sought medical treatment for an infection at the ear piercing site 12 days later. At that time pt was admitted to the hosp where an incision and drainage was performed and i.v. Antibiotics were administred and continued unitl pt was discharged the next month.